Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she first noticed the subject meter was reading inaccurately erratic in ¿(B)(6) 2014, at 9:30 am, when she obtained blood glucose results of ¿181, 162 and 165 mg/dl¿ within 20 minutes of each other. Based on statistical methodology, the reported results fall within lfs¿ precision criteria. It is not known how the patient manages her diabetes or whether she made any changes to her usual diabetes management regimen in response to the alleged inaccurate readings. She reported, date/time unknown, she developed symptoms of ¿legs shake, sweaty and weak¿. The patient indicated that she received treatment for her symptoms but the nature of the treatment was not specified. It is not known whether she used any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the patient was using an approved sample site and the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter and reportedly developed symptoms suggestive of an acute diabetes excursion around the time the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.